Event description:
Medtronic received information that following the implant of this mechanical valve, echocardiographic findings revealed that the patient's hemodynamics were not satisfactory. The valve was explanted and replaced with another valve, with no adverse patient effects.

Manufacturer narrative:
The device has been returned and analysis is in progress. A follow up report will be submitted upon completion of analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection and imaging of the inflow and outflow of the valve were taken and showed no anomalies. The valve rotated within the sewing ring. The serial number was verified to be correct. The valve was cleaned and dried, and the leaflets were fully mobile. Functional inspection met the current manufacturing process requirements. The device history record for this valve was reviewed. The valve met all acceptance criteria for release. Conclusion: based on the analysis findings, the root cause of the unacceptable hemodynamics could not be determined as the valve was inspected and tested and no anomalies were found. The valve was replaced and with no adverse effects noted. (B)(6). (B)(4).